Event description:
It was reported the pt underwent a laparoscopic cholecystectomy procedure. Two days post op, the pt presented with a bile leak. The reoperation was performed on 4/18/97. The surgeon stated he saw no clips on the cystic duct when they reoperated on the pt. There were clips on the cystic artery. The reoperation was also laparoscopic and the surgeons placed two additional clips on the pt's cystic duct. To date the pt is doing fine. The er320 was from the ftr72 flex tray.